Event description:
The dr applied the pennig wrist fixation system, without incident, to the fractured clavicle of the pt. Five days post-op, the fixator's compression unit failed and the fracture slipped out of position. The dr brought the pt in for a second surgery to reapply fixation to the clavicle. The pt sustained no permanent damage to the fracture and the fracture site is now stable. Desired results are expected to be achieved.